Event description:
The customer reported the c-arm will not move up or down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended. (B) (4)